Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump was showing that the reservoir was empty when the bag still had "plenty in it." It is unknown if there was a patient, or clinician injury associated with this occurrence.